Event description:
It was reported, the pt has experienced difficulties initiating communication between the ipg and the external devices. The pt reported, he has not charged the ipg for the past few months. Replacement external devices have been used to no avail. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.